Event description:
It was reported that an asahi crossloop guide wire was used for a plain old balloon angioplasty (poba) to treat a heavily calcified chronic total occlusion (cto) in the anterior tibial artery (ata). The crossloop guide wire was torqued three times clockwise and then three times counterclockwise to cross the lesion. The crossloop guide wire went out of the vessel during manipulation and the tip of guide wire was fractured. As a remedial action, a surgical incision was performed to remove the guide wire fragment, and the guide wire fragment was successfully removed. Due to the heavy calcification of the vessel, it was determined that no additional treatment for the perforation was necessary. In addition, the attempt to cross the lesion was abandoned and the procedure was discontinued. It was informed that there were no adverse patient effects associated with this event and the patient was discharged.MFR report #: 3003775027-2026-00141